Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the replacement time was too long, which caused all key failure. It was reported that the customer¿s blood glucose level was normal and did not require medical treatment. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. Unit received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, stained endcap sticker and cracked lcd window.